Manufacturer narrative:
(B)(4). This complaint for patient noticing air in the patient line was not confirmed in the lab due to a lack of a sample. The lot number is unknown therefore a batch review was not performed. A root cause of the air was not identified. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center to report air in the patient line while on the homechoice (hc) display during fill 1 of 5. The home patient (hp) stated that she had called the nurse, who told her to start over. The hp stated that she took the set out and assisted to start over. The technical service representative (tsr) assisted the hp so she could start over with all new supplies. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the hp regarding air in line, it was revealed that she was never able to figure out the source of air; however, the hp then added that she has not had the issue since. Per hp, she is doing fine and continuing therapy without further issues. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.